Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to intermittent capture, pacing not delivered when required, and sudden increase in threshold. Subsequently, a new lead different model was successfully implanted. No additional adverse patient effects were reported.